Manufacturer narrative:
The returned device was evaluated, and the user's request of a ¿the cable as sticky¿ was confirmed. The transparent liquid on the cable is thought to be a type of residue from the cleaning agent and moisture. The operational function of the device was checked, and no abnormality was found. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. However, it is presumed that the humidity in the sterilization chamber, moisture on the camera cable, and residue from the cleaning agent caused the camera cable to deteriorate during sterilization and absorb moisture, resulting in the stickiness of the camera cable. The instruction for use manual provides the following caution: "applicable reprocessing methods and chemical agents," - the camera head has several reprocessing methods. However, not all methods are applicable to all camera heads. Inapplicable reprocessing methods may damage the equipment even if the number of reprocessing cycles is small. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report was submitted to provide the results of the investigation.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cable on the camera head was sticky to the touch. The issue was found during preparation for a t cell receptor (tcr) therapeutic procedure, which was completed with a similar device. There was no patient harm associated with the event.